Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic, non-sustained right ventricular oversensing due to far-field p-wave oversensing was observed. Recommended programming changes were made. Patient is stable.